Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing pain over and around the implant site with and without device use. From (B)(6) 2016, the recipient was treated with duricef, 500mg twice a day for one week. From (B)(6) 2016, the recipient was treated with ciprofloxacin, 500 twice a day for ten days. The recipient was seen by an infectious disease consultant, however, no infection has been found. An allergy test kit has been requested. Revision surgery is under consideration.

Manufacturer narrative:
The recipient reportedly experienced sound quality issues and discomfort. Programming adjustments were made, however, the issue was not resolved. The recipient was treated with antibiotics. The recipient also experienced vertigo and vomiting, but continued device use. The recipient continued to experienced pain, swelling, tenderness, and itching at the site. The recipient applied hydrocortisone cream to the site. The recipient ceased device use. An allergy test was performed, but the result was non-reactive. Additional programming adjustments were recommended.

Manufacturer narrative:
The recipient is reportedly still experiencing some pain. The recipient was referred to a pain management specialist. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly being treated by a pain management specialist and no longer being treated at the center. This is the final report.

Manufacturer narrative:
The recipient reportedly experienced pressure and pain in the temple area when attempting to resume device use. The recipient has increased swelling, pain and tightness when lying on the implant side. The recipient is being evaluated by a dermatologist.

Manufacturer narrative:
The recipient was diagnosed with symptomatic hypertrophic scar tissue. The recipient was prescribed kenalog injections, however, the first injection did not provide relief. The recipient's device was explanted.